Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -05.50 diopter, in the patients left eye (os), on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to excessive vaulting and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).